Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead caused the patient to experience overpacing due to lead noise. During lead testing, the field representative noted an artifact when the patient reached for the television remote. There were no impedance changes observed but the lead appeared to be fractured. The field representative will consult with the physician. Additional information obtained from the field which indicated that the lead was surgically abandoned. No additional adverse patient effects were reported.